Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon elected to implant a back-up in the operating room.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field in situ measurements during implantation surgery showed an increased ground path impedance likely due to air above the reference electrode. This is a final report.

Event description:
The surgeon elected to implant a back-up in the operating room.